Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular lead perforated the heart. The patient developed pericardial effusion. No further intervention was needed, as the perforation sealed itself. The patient was stable post-procedure.